Event description:
Increased pressure in his eyes [intraocular pressure increased] caused damage to his eyes [eye injury]. Case (B)(4) is a serious spontaneous case received from a consumer via a regulatory authority in united states. This report concerns a male patient of unknown age, who experienced increased pressure in his eyes and caused damage to his eyes during treatment with intra-articular euflexxa (sodium hyaluronate) solution for injection 10 mg/ml, 2 ml, weekly for 3 weeks, for osteoarthritis from an unknown start date to an unknown stop date. On (B)(6) 2018 the patient experienced increased pressure in his eyes after he received his last shot of euflexxa. The patient stated that he had to schedule surgery to relieve the pressure and it had caused damage to his eyes. Reportedly the patient's physician was aware of this. No additional information was provided. Action taken with euflexxa was not applicable. At the time of this report, the outcome of increased pressure in his eyes and caused damage to his eyes were not recovered. Concomitant medication and medical history were not reported. All events in the case were reported as serious. At the time of reporting the case outcome was not recovered. Overall listedness (core label) is unlisted. Reporter causality: related company causality: not related. Other case numbers: internal # - others = mw5082751. These aes occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. These ae s were not reportable in (B)(6) because they did not occur in a (B)(6) country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulator.